Event description:
Attempted placement of angioseal evolution. Hematoma developed immediately. Hematoma size increased and patient became transiently hypotensive. She received fluid bolus and was transferred to ICU for further monitoring. Ultrasound revealed pseudoaneurysm which was injected with thrombin. FDA safety report ID # (B)(4).